Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was confirmed. Inspection revealed observation of guidewire prolapsed and stuck in the tip region of lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. Additional information received indicates that the whisper wire got stuck within the lead during placement. This lead was never in service. No adverse patient effects were reported.